Manufacturer narrative:
(B)(4). Batch # p9384x. Investigation summary: the device was received with the hand activation rings (gold) appears bent. This damaged could be a result of when the hp is dropped or externally damaged. No functional testing could be done due to the condition of the returned device. The instrument was disassembled to inspect the internal components and no anomalies were found. In addition, photos were received for review. Image 1-3: the images provided by the customer are that of an hp054 where the hand activation rings (gold) appear to have been bent. Again, historically this kind of damage has been associated with damage that is incurred when the hp is dropped or externally damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the handpiece was found to be deformed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.